Manufacturer narrative:
Product analysis: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to a number of distal stent wraps with struts raised. Slight deformation was evident to the distal tip. There was no other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute onyx rx coronary drug eluting stent was attempted to be used to treat a mildly calcified, mildly tortuous lesion in the lad. There was no damage noted to the packaging or any issues noted when removing the device from the hoop. The stent was inspected prior to use. It was stated that the stent went into the body through a guideliner. An attempt was made to deliver the stent to the lesion but resistance was felt and the stent was removed. Excessive force was not used. It was reported that upon inspection once removed, it was noticed that the stent strut had been lifted and was set aside. No patient injury reported.